Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of six products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02455, 9616099-2008-02456, 9616099-2008-02459, 9616099-2008-02460 and 9616099-2008-02461. This female experienced acute thrombosis leading to her death post implantation of 6 cypher select+ stents. Medical history included myocardial infarction (timeframe not reported), hypertension and asthma. Pre-procedure medications included asa, plavix and lipitor. Intra-procedural medications were not listed. The target sites were described as "a heavy calcified, very tortuous 85% stenosis at mid rca, distal lcx and proximal lad". It is not known if the lesions were pre-or post-dilated, or how many atm of pressure were used for stent deployment. No other procedural details were given but the stent implantation was considered successful. The report indicates that the physician "performed pci again immediately after they found vomiting and deterioration of lv function from patient". Thrombus was found in all 6 cypher stents. The physician attempted to clear the sites with suction and ballooning but the pt died. None of the products were returned for evaluation; they remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis and death are potential adverse events associated with coronary artery stenting. Review of the limited clinical info available suggests that vessel/lesion characteristics or pharmacological factors may have contributed to this event.

Event description:
The pt was admitted for a procedure in 2008, with lesions in the mid right coronary artery, distal left circumflex and proximal left anterior descending branch. It was noted that the lesions were heavily calcified and very tortuous with 85% stenosis. A 3.5 x 23mm cypher select plus stent was implanted in the mid right coronary artery, a 3.0 x 33mm cypher select plus stent and a 3.0 x 28mm cypher select plus stent were implanted in the distal left circumflex and a 3.0 x 33mm cypher stent plus stent, a 2.75 x 28mm cypher select plus stent and a 2.5 x 28mm cypher select plus stent were implanted in the left anterior descending branch. The procedure was successful. However, after the procedure, the pt was vomiting and had deterioration of left ventricular function. An angiogram was performed and thrombosis was noted in all three vessels in which the cypher stents had been implanted. The physician tried to remove the thrombus by ballooning and aspiration, however, the pt expired.